Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-08078. It was reported the pt was experiencing an uncomfortable heating sensation while charging that he stopped recharging for two weeks. A new replacement charger was sent to the pt. No further info was available at the time of this report.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r; 1627487-12192011-003-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.